Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported patient vascular dissection, obstruction/occlusion and unexpected medical intervention appear to be related to operational context. In this case it is possible that the reported patient vascular dissection, obstruction/occlusion and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported that following 5 low-speed treatments with the diamondback 360 precision coronary orbital atherectomy device (oad) in the heavily calcified, heavily tortuous left anterior descending artery (lad) proximal dissection of the lad was noticed along with no flow through the vessel. The oad was removed. Flow was restored when the physician started placing stents. The physician placed the first stent where the known lesion was located. At that time the flow was restored to the proximal vessel. The physician then began placing stents distal to the first stent when flow was eventually restored. A total of 5 medium-length stents were used to treat the dissection. The patient was stable. In the opinion of the physician the no flow was due to the dissection of the lad caused by the oad.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that following 5 low-speed treatments with the diamondback 360 precision coronary orbital atherectomy device (oad) in the heavily calcified, heavily tortuous left anterior descending artery (lad) proximal dissection of the lad was noticed along with no flow through the vessel. The oad was removed. Flow was restored when the physician started placing stents. The physician placed the first stent where the known lesion was located. At that time the flow was restored to the proximal vessel. The physician then began placing stents distal to the first stent when flow was eventually restored. A total of 5 medium-length stents were used to treat the dissection. The patient was stable. In the opinion of the physician the no flow was due to the dissection of the lad caused by the oad.